Event description:
On (B)(6), 2012 the patient contacted animas to report a power issue with the pump. The technical support representative contacted the patient several times to obtain information and troubleshoot the issue, but was unable to reach her by telephone. The issue was not resolved, therefore this complaint is being reported. There was no allegation of patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.